Event description:
Physician informed raumedic sales employee by phone relating to the following information. The catheter neurovent-p-temp displayed implausible icp measurement values, which didn't correspond to the patient's outcome. A short period before, the catheter displayed plausible readings (the exact period is unknown). Additionally it was mentioned, that the catheter possessed a kink after explantation. An application of a new catheter hasn't been carried out. No harm to the patient occurred.

Manufacturer narrative:
Evaluation summary: the clinic has sent us the catheter. Rm 370 and delivery note are enclosed. The catheter was delivered in two parts (see image). To check the electrical function, the catheter tip was connected with the circuit board. All functions are ok. (The zero point voltage is + 1.2mmhg (>3mmhg), the 60h drift 1.47 mmhg (>2.8mmhg). The malfunction must be connected with the kinking of the catheter reported by the user (tensile forces on the connecting wires - chip is out of original position and shows inaccurate values). The malfunction was detected by the user (not matching the clinical symptoms). There was no harm for the patient by measuring error". Manufacturer statement: for evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter (neurovent-p-temp, (B)(4)) met specification during manufacturing. Final inspection of finished catheter was passed. Additionally investigation of returned catheter, which was delivered in two parts, was carried out. For inspection of electrical function the catheter tip was connected again with the circuit board. Root cause analysis identified long term drift and zero point voltage acc. To specification. Based on knowledge that the final inspection of the finished catheter was passed, the catheter was delivered with proper functionality and correct readings of returned catheter, the reported implausible icp readings are probably caused by the reported catheter kink. The kink could be caused by accidental user error using strong tensile forces on the catheter (connecting wires). This can cause shifting of pressure measuring chip and causes implausible readings. Acc. To IFU prior and during application the catheter must not be bent, stretched or squeezed as well as manipulated by surgical tools.